Event description:
It was reported that the twinfix anchor was broken, the pieces were removed from the patient. A backup device was available to complete the procedure with no significant delay and no patient injuries.

Manufacturer narrative:
One 72200752 twinfix ti 3.5mm suture anchor returned. The complaint stated: "it was reported that the twinfix anchor was broken, the pieces were removed from the patient." The device, titanium anchor and ultrabraid suture were returned. The anchor is complete and undamaged. It remains threaded on the suture but separated from the driver/inserter device. The inserter is visibly bowed from excess torque applied. A two-finger ao technique should be used to insert the anchor" and "breakage of suture anchor can occur if predrilling is not performed prior to implantation". No complaint root cause associated with the manufacture of this device was confirmed. No further investigation required.